Event description:
It was reported that the patient presented to the hospital for a generator changeout procedure experiencing discomfort. The right atrial (ra) lead was noted to exhibit pectoral stimulation and high capture threshold. The physician believed that the issues were due to the insulation breach of the ra lead. The ra lead was capped and replaced on (B)(6) 2025. There were no patient consequences.